Event description:
It was reported that the patient was admitted to the hospital following a syncopal episode. Manual interrogation of the device determined loss of capture and variable thresholds on the right ventricular (rv) lead. The lead was reprogrammed and remains in use. A lead replacement is scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.